Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) was right at their beltline and was painful and uncomfortable. These issues had been present since implant. The patient had a revision due to this issue on (B)(6) 2016. They recovered completely after the revision. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.